Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was exchanged due to blurred vision, poor cylinder correction. The pre-op visual acuity (va) 20/25, post-op 20/40, and lens exchange for poor cylinder correction with original toric, had uncorrected cylinder. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.